Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. The patient described the area as blistered and has broken open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydrocortisone cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.